Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 11-oct-2023, it was reported by patient's mother that her daughter faced a bent cannula due to which she experienced high blood glucose level. Therefore, on (B)(6) 2023, she went to emergency room due to high blood glucose level. During hospitalization, the patient received fluids of saline (unknown) and insulin. Currently, the patient is on multiple daily injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.